Manufacturer narrative:
(B)(4), date sent: 7/19/2023. D4: batch # x9695y.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 3/4. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review a manufacturing record evaluation was performed for the finished device batch number 174c71, and no non-conformances were identified. H4.

Event description:
It was reported that during an unknown gastric procedure that after firing the device the knife would not return home. Home button was attempted but manual override was needed to open the device. Staple line was intact and the cut line was complete. Staple line looked great. Another device was not needed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), date sent: 6/27/2023, d4: batch # unk. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number x9695y, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.